Event description:
Customer reportedly received results of 204 mg/dl and 104 mg/dl within 10 minutes on the compact system. No actions were taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.